Event description:
The customer reported that the system would lock up. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The general purpose operating system board, the hard drive, and the sata cable were replaced. The system was tested and operates as intended.